Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator for occipital neuralgia. It was reported that patient¿s previous stimulator batteries depleted faster than expected and were surgically replaced. No further information was provided and no patient symptoms were reported. No further complications were reported/anticipated.